Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is unknown at this time.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a sterrad® 100nx cycle. The lot number of the product and other details of the event are not available at this time. No load was affected in this event. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
(B)(4). New information received from the customer indicates the chemical indicator strips were from another manufacturer. This event is not reportable for advanced sterilization products (asp).